Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported to the hospital with phrenic nerve stimulation. Upon review, it was observed the patient's left ventricular lead had become dislodged. The lead was explanted. The patient was in stable condition.